Manufacturer narrative:
(B)(4). Investigation summary: one sample was received for evaluation. It came in a sealed packaging blister. A visual inspection was performed. The scale printing is up to the 44 ml mark. This sample is a 50 ml syringe. No other defect observed. Also, two photos were provided. A potential root cause can be attributed to the syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine runs low on ink, and the barrels didn¿t get a good scale printing. Based on the sample analysis and investigation carried out, the symptom reported by the customer is confirmed. The complaint history for this catalog# was analyzed from 2019 to (B)(6) 2020. This is the 1st complaint about the scale marking partially printed. Lot # (B)(4) was produced for 0.1344 mm units, and this is the 1st complaint; therefore, the cpm is 7.0. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that prior to use the scale marking are missing past the 40ml mark with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the markings disappear beyond 40 ml.